Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported during an implant procedure (B)(6) 2025, a cerebrospinal fluid (csf) leak occurred while the physician was placing the second lead. A blood patch was performed to address the issue. The patient experienced a headache post-operatively which resolved by day two of post-op.